Event description:
During biomed testing, the device displayed a "pacer fault 117" message, and would not charge defib energy selected above 300 joules. There was no patient involvement in the reported malfunction.